Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with dianeal pd2 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced bacterial peritonitis. It was not reported if the patient required hospitalization. The cause of the peritonitis was unknown. It was not reported if remedial therapy was rendered. On an unreported date, dianeal pd2 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies were withdrawn and the patient was placed on hemodialysis. It was not reported if the outcome for the event of bacterial peritonitis with culture positive for pseudomonas aeruginosa had resolved. The nurse considered the event of bacterial peritonitis with culture positive for pseudomonas aeruginosa to be unrelated to dianeal pd2 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies.